Event description:
Healthcare professional reported replacement due to prosthesis rupture confirmed via ultrasound. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: -rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported replacement due to prosthesis rupture confirmed via ultrasound. This record is for the left side. Device was explanted and replaced.